Event description:
It was reported to philips that the system gave an alert indicating the system's host computer was unable to communicate with the flexvision computer, which can impact a full system boot. The device was not in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected system remotely and confirmed that the system gave an alert indicating the host pc was unable to communicate with the flexvision pc. To resolve the issue, the rse instructed the customer to reset, refresh and secure the flexvision pc, after which the customer tested the system multiple times and confirmed that the system works without issues. The system was returned to use in good working condition. The codes were updated based on the investigation outcome.